Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting their orthopat machine had an error message to check the wound drain suction pathway. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device could not confirm the reported problem however, noted the unit had a major blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are record in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). Haemonetics (B)(4).